Manufacturer narrative:
The device returned for analysis was model nm-3138-55, serial number (B)(6). Comprehensive evaluation of the returned leads was performed. The visual inspection revealed that the lead was cleanly cut into two pieces approximately 23 cm from the lead extension connector and the proximal end of the lead is not returned. The clean-cut damage is a result of a typical explant procedure, and it is not considered a failure. No other anomalies were identified on the returned portion of the lead aside from the clean-cut. However, a labelling review found that the reported event is a known risk with the use of deep brain stimulation (dbs). The device returned for analysis was model db-1200-s, serial number (B)(6). Comprehensive evaluation of the returned ipg was performed. The implantable pulse generator (ipg) passed visual inspection and the functional test without any anomalies. No impedance anomalies were observed when measured on the remote control or during the functional test. However, observations from the treating physician in the field, noted the high impedances were likely caused by the excessive head movements of the pediatric patient. A labeling review was also conducted, and reveals the reported event is a known risk associated with the use of an ipg as part of a system to deliver deep brain stimulation. Correction to the follow-up 1 MDR in block(s) h11. Block b3: approximated based on the date the manufacturer became aware of the event. Additional pro code selection that applies to the indication of this device <nhl, pjs> product family: dbs-extension upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7077381 UDI:(B)(4). Product family: dbs-extension upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7077384, UDI: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a revision procedure where in the implantable pulse generator (ipg), and lead extensions were revised for an unknown reason. Additional information indicated the deep brain stimulation (dbs) pediatric patient underwent an explant procedure due to high impedances observed on both leads. According to the treating physician, these high impedances were likely caused by excessive head movements. The patient had previously experienced elevated impedance levels, which were managed through device reprogramming. However, the issue progressively worsened, ultimately resulting in inadequate stimulation. Post operatively the patient is doing great, with therapy restore and improved. The explanted device will be returned for further analysis.

Manufacturer narrative:
The device returned for analysis was model db-1200-s, serial number (B)(6). Comprehensive evaluation of the returned ipg was performed. The implantable pulse generator (ipg) passed visual inspection and the functional test without any anomalies. No impedance anomalies were observed when measured on the remote control or during the functional test. However, observations from the treating physician in the field, noted the high impedances were likely caused by the excessive head movements of the pediatric patient. A labeling review was also conducted, and reveals the reported event is a known risk associated with the use of an ipg as part of a system to deliver deep brain stimulation. Correction to the follow-up 1 MDR in block(s) h11. Block b3: approximated based on the date the manufacturer became aware of the event. Additional pro code selection that applies to the indication of this device <nhl, pjs>. Product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: 7077381. UDI: (B)(4). Product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: 7077384. UDI: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a revision procedure where in the implantable pulse generator (ipg), and lead extensions were revised for an unknown reason. Additional information indicated the deep brain stimulation (dbs) pediatric patient underwent an explant procedure due to high impedances observed on both leads. According to the treating physician, these high impedances were likely caused by excessive head movements. The patient had previously experienced elevated impedance levels, which were managed through device reprogramming. However, the issue progressively worsened, ultimately resulting in inadequate stimulation. Post operatively the patient is doing great, with therapy restore and improved. The explanted device will be returned for further analysis.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional pro code selection that applies to the indication of this device <nhl, pjs> product family: dbs-extension upn: m365db312855b0 model: db-3128-55b serial: (B)(6). Batch: 5003893 UDI: (B)(4). Product family: dbs-extension upn: m365nm3138550 model: nm-3138-55 serial: (B)(6). Batch: 7077384 UDI: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a revision procedure where in the implantable pulse generator (ipg), and lead extensions were revised for an unknown reason. Additional information indicated the deep brain stimulation (dbs) pediatric patient underwent an explant procedure due to high impedances observed on both leads. According to the treating physician, these high impedances were likely caused by excessive head movements. The patient had previously experienced elevated impedance levels, which were managed through device reprogramming. However, the issue progressively worsened, ultimately resulting in inadequate stimulation. Post operatively the patient is doing great, with therapy restore and improved. The explanted device will be returned for further analysis.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional pro code selection that applies to the indication of this device <nhl, pjs> product family: dbs-extension upn: m365db312855b0, model: db-3128-55b, serial: (B)(6), batch: 5003893, UDI: (B)(4). Product family: dbs-extension upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7077384, UDI: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a revision procedure where in the implantable pulse generator (ipg), and lead extensions were revised for an unknown reason.